Event description:
It was reported that the device and lead were implanted after the use by date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).